Manufacturer narrative:
Reactivity of the fya antigen was confirmed on retention capture-r ready screen (3), lot r033, used by the customer at the time of the event. The returned sample was tested on an in-house echo; it exhibited equivocal but visually positive reactions with 1 of 2 fy(a+) reagent red cells. The sample was tested with retention capture-r ready ID extend I on an in-house echo. 2 of 7 fy(a+b-) reagent red cells were visually positive. The sample was tested by tube hemagglutination tests using selected fya-positive and fya-negative cells from panocell-20, lot 03227 using immuadd as the potentiator. A room temperature incubation was included. The sample only exhibited microscopic reactivity with fy(a+b-) reagent red cells at the indirect antiglobulin test. The sample was insufficient for further investigation. The antibody appeared to be at or below the threshold of detection.

Event description:
Customer reported unexpected negative reactions with crrs(3) when testing a patient sample containing anti-fya on the echo.testing was performed during validation of the instrument. Repeat testing on another echo also resulted as negative. No adverse reactions occurred as a result of the unexpected negative reactions.